Event description:
It was reported that during surgery the device's anchor broke. All the device fragments were removed from the patient. The procedure was completed successfully with another smith & nephew device. No delay or patient injury was reported.

Manufacturer narrative:
The reported 4.5 twinfix ultra ha anchor assembly intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: insertion site is not prepared with appropriate instrumentation prior to implantation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has cracked at the suture eyelet. Dimensional assessment of the anchors major diameter found it met print specifications. Examination of the inserter confirmed both inserter tines are bent. This condition indicates off axis insertion. Per the device instructions for use ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.